Event description:
Before 1977, this pt was a young, healthy, active consulted with a board certified plastic surgeon regarding concerns about differences in the size of right and left breast. The pt wanted their bra and clothes to fit properly. After evaluation exam, reviewing pictures of previous breast implant surgeries, dr recommended silicone-gel breast implant to correct problem. The pt was informed the procedure was safe, implants were very durable, and the implants would last a life time. Silicone breast implant surgery begin. Right-breast implanted with mcghan 260 ccs. Left-breast was15~ being inserted into breast cavity and "ruptured" inside breast cavity. Silicone-gel spilled out of breast implant, into breast cavility. Breast implant was pulled out of cavity, breast cavity cleaned with a solution. Dow-corning silicone-gel breast 235ccs implant was placed in left breast. Sent home early afternoon. Approximately two weeks later, pt developed fever, chills and spitting up green mucus. Pt contacted plastic surgeons office, as instructed by surgeon, if any problems occurred. Approximately one month after surgery, pt's breast starting to hurt and harden around breast implants. Went back to plastic surgeons office; was diagnosed with; "bilateral capsular contractures. "After procedure completed, pt was instructed to massage both breast daily. Pt was having extreme pain in stomach and heavy bleeding. Pt went to see a gynecologist; "total hysterectomy performed. Pt had back pain for 6 weeks, while out of town on business, had extreme pain and could hardly walk. Pt went to see a orthopedic surgeon. Lumbar fusion performed. 1984- pt had back pain for 6 weeks, while out of town on business, had extreme pain and could hardly walk. Pt went to see a orthopedic surgeon. Lumbar fusion performed. 1988- pt went to see orthopedic surgeon; diagnosis with loss signal motor. 06/1988 to 05/1999- congestion, red eye, ear infections. 1999- pt went to see gynecologist; found growth in beginning vaginal area.. Surgery removal 1 1/2 cm abscessed cyst. 1992- pt awoke with a red streak running from right toe up right leg. Diagnosis with abscessed big toe. Surgery; removal right toenail. 1992- pt went to dr -md-, wet black body in each ear, irrigation performed to remove black matter build up. Pt went to each ear, irrigation performed to remove black matter build up. 1992- pt went to see eye, ear, nose specialist; diagnosis with "otitis external" having recurrent ear infections every six weeks. Referred to immune/allergy testing. 1992- pt went to have "total serum immunoglobulins testing. 1993- pt went to see an internal medicine specialist. Joint pain, stiffness, fatigue, dropping items, memory problems. 09/1994 to 12/1999- pt went to see family dr; fatigue, weakness, ear infections. 1996- pt went to see plastic surgeon; pt has been having pain both breast, had sudden pain in their breast - approx. 4 months ago- as if something tore. Notice breast was flattening on top. Experienced pain/swelling in both lymph nodes. Elbows, fingers, knee, neck, lower back, pain/stiffness-. Having insomnia, night sweats, clumsy, and feeling of depression. Adenopathy. 1996- pt had; bilateral explantation and evacuation of ruptured silicone gel implants, bilateral circumferential capsulectomy, bilateral pectoralis major muscle biopsy, bilateral axillary exploration with removal of axillary fat and nodal tissue. 1996- pt was rushed to hosp emergency room; diagnosis with "cellulitis". Infected chest wall, abscess of the chest wall and both axilla. Incision and drainage of chest wall and axilla; 2 1/2 liters of fluid was removed. Pt was turned over to "infectious disease control. Hospitalized for 8 days. 1996- pt went to see plastic surgery; having pain/ can not shave under arms and breast are now disfigured and have lost all shape. Recommendation; revisional surgery of the axilla and repositioning of the breast. 1996- pt went to see plastic surgeon; complaint; did not have motion in their shoulders. Diagnosis; soft tissue tightness, post bilateral axillary surgery limited motion. Physical therapy begin, 3 days a week for 4 weeks in therapy sessions, continued at home/in pool for six months to regain full motion. 1996- pt went to see plastic surgeon; having shooting numbness/pains in back, axilla swelling. Diagnosis; lymphadenopathy 1999- pt went to see family dr. Having chest pains/trouble breathing. Plumo aide nebulizer prescribed for home use. 1999- pt went to see plastic surgeon; having shooting numbness/ pains in back, axilla swelling. Diagnosis; lymphadenopathy 1999- pt went to see family dr. Having chest pains/trouble breathing. Plumo aide nebulizer prescribed for home use. 1999- referral to pulmonary, moderate asthma. 1999- referral to rhuematology. Diagnosis fibromyalgia tenderness at trapeziuz ridges, lateral neck, lower back, "second costostern junctions pes anserline bursae", trochanteric bursae. Probable copd. 01/2000- pt had to close these business. Unable to maintain daily responsibilities - air travel, car travel, sitting long period of time, standing long period of time, teaching computer classes, fatigue, weakness and depression-. 07/2000- pt had a lump the size of a lima bean rise up in their right groin area. Did not go to the dr, instead pricked it with a sterile needle. Applying pressure around the lump, golden/yellowish hard matter oozed out. Applied ichthammol ointment on lumb. Golden/yellowish hard matter oozed out for approx. 2 weeks. Saved samples of this matter, as of today looks like hard fatigue, joint pain/swelling comes/goes. Diagnosis;liver -alt high- non alcoholic. Lipid panel -high, comprehensive metabolic panel -high. New testing has now begun to figure out what is going on now.